Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage. Customer's blood glucose was 5.6mmol/l at the time of the incident. It was reported that the insulin pump's plastic ring around the reservoir side has come loose and the front bit of the insulin pump's screen was faded completely. It was reported that the customer's mother stated that they could not recall anything that happened to the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No fading display anomalies were noted. Unit received with missing retainer and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. The insulin pump was received with stained keypad overlay. The insulin pump was received with fading serial number label. The insulin pump was received with minor scratched display window and case.